Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. The device was also received in with a noise during rewind due to a faulty motor. Cracks to the lcd window, case, reservoir tube lip, battery tube threads and a scratched lcd window noted.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose was 160mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The caller mentioned that he pushed back the drive support cap in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.